Event description:
Note: this report pertains to one of two resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyp in the stomach during a polyp removal procedure performed on (B)(6) 2025. During the procedure, when putting the clip on an ulcer in the gastric area, the physician had trouble deploying the clip. The physician rotated the clip from outside to be deployed. The clip eventually released from the catheter. The procedure was completed with the original device. Another of the same device was opened, and the same problem occurred. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.